Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer will send follow-up report upon availability of new, relevant details.

Event description:
The manufacturer was notified of a re-intervention involving a perceval plus valve. Based on the information received, on (B)(6) 2021, a perceval plus valve, pvf-m, was implanted in a patient. After about 5 years, the patient was coming in for surgery on (B)(6) 2026 to have the perceval valve explanted due to aortic stenosis. While gaining access to the heart, the surgeon reported very difficult adhesions, and he could not access the aorta safely. They had to abort the redo avr surgical approach and planned for a tavi procedure. This patient had a tavi completed on (B)(6) 2026 and received a sapien 26mm tavi valve.